Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed that error did not reappear afterward, and advised customer to wait 20 minutes before starting new sensor session, which customer understood and accepted.